Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to high pacing impedances of greater than 2000 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks at approx. 16 cm distal to the is-1 connector pin. In this area a squeezed lead body and deformations of the outer and inner conductor coils were observed and the insulation was found damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In addition, cuts in insulation were observed in this area which resulted most likely from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.